Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device changeout procedure. Prior to the procedure it was noted that the implantable cardioverter defibrillator (ICD) exhibited inappropriate automatic mode-switch due to noise over-sensing. As a resolution the ICD was explanted and replaced. The patient condition was stable.